Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during a interventional procedure in the heavily calcified coronary marginal artery, the 2.5 x 8 mm xience and 2.5 x 15 mm mini vision failed to cross the target lesion. A second rx xience was used successfully; however, plaque shifted requiring additional percutaneous transluminal coronary intervention (ptci) and placement of a non-abbott stent. There was no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): plaque shift. Factors that may contribute to plaque shift include lesion characteristics, product size selection, and procedural technique. Plaque shift and additional non-surgical treatment are listed in the risk assessment matrix as no-fault post-procedure complications associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. The plaque shift required treatment with ptci and an additional stent. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.